Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the inner insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage. The lead was returned with an extrinsic breach/cut to the inner/outer insulation at the anchoring sleeve site. There was a minor amount of blood ingress which appears to be limited to the space between the overlay tubing and the outer insulation. It is likely that the cut occurred during the explant. There was no indication of any type of ¿crush¿ on any area of the lead. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical analysis was within specified parameters.

Event description:
It was reported a lead integrity alert (lia) was triggered due to short interval counts (sic), varying lead impedance and non-sustained tachycardia episodes. It was noted there was possible t-wave oversensing (twos). The lead was explanted and replaced and there was some type of ¿crush¿ to the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).